Event description:
It was reported, the insufflation unit reached excessive pressure of 3-4 beyond the set value, and an alarm sound was generated. The insufflation in the abdomen was very slow. The issue occurred during a therapeutic laparoscopic appendectomy that was successfully completed using same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for evaluation, the reported defects were not confirmed. Therefore, the root cause of this event could not be determined. This supplemental report includes a correction to a2, a4, b5, d9, d10, and g2 to provide information that was inadvertently not included in the initial medwatch. Also, additional information has been added to b5, d8 and h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the incident caused a 15-minute procedural delay. Although the patient was under general anesthesia at the time of the event, there was no impact or harm. Moreover, at the time of incident the pressure setting of the high flow insufflation unit was 15 mmhg. The relief mode setting was off, and the alarm delay setting was programmed at 1s. The flow rate setting was 15l, and the device was indicated for an insufflation pressure of 21 mmhg. The indication of insufflation pressure was reported as not stable. Another gas source other than the high flow insufflation unit was not used. The pinch valve did not exhaust smoke. The overpressure warning alarmed, and the light illuminated. The tube clogging warning did not alarm, and the smoke evacuation suction tube was not connected. Finally, the patient¿s abdominal cavity was not observed to be distended.